Event description:
It was reported the blade was cutting slowly during a laparoscopic bso. The tissue was transected and hemostasis was achieved without difficulty. The patient developed a retroperitoneal hematoma. The patient was opened for the purpose of draining the hematoma.